Event description:
Nurses found resident unresponsive on floor, seated on floor with right leg bent under them causing pt to lean to the left. Pt's back was leaning against the bed frame in the low position. Pt was leaning to the left and their left shoulder was between the mattress on the bed frame and 1/2 side rail. Pt's chin was resting on the middle side rail bar with their head tilted backward toward the mattress top. Pt's head was not between the mattress and side rail. The bottom of the side rail was against pt's upper chest. No evidence of trauma or bruising.